Manufacturer narrative:
The device was manufactured from november 27, 2019 - december 2, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After the expected infusion time of 48 hours, approximately 80ml remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.